Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. It was revealed that the implantable cardioverter defibrillator was undersensing r-waves due to r-wave amplitude variance. Programming changes were made which resolved the issue. The patient was asymptomatic and in stable condition.